Manufacturer narrative:
The device was returned on mar 20, 2017 and gross and visual examination was completed.

Event description:
It was reported to the manufacturer that on (B)(6) 2017 the surgeon did not implant the perceval valve following the instructions for use. The aortotomy was too low so during aortotomy closure, the perceval stent was stitched together with the closure stitch. After declamptation, the valve was moved upwards in the aorta because the stitch pulled the valve up. This caused coronary obstruction and temporary ischemia. The valve was removed and replaced by an intuity 21 valve.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed a slight deformation of the inflow side probably due to the manipulation during the implantation process. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device and was likely due to the physician not following the instructions for use.